Manufacturer narrative:
The hvad is used for treatment not diagnosis. The battery was returned to the manufacturer for evaluation. There was no reported patient injury as a result of this complaint. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed via review of the controller log files since review of the available logs did not reveal any battery related alarms or any power switching event involving battery ((B)(4)) on the event date. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. Analysis of the battery revealed that the device failed to meet specifications; the battery passed visual inspection but failed functional testing due to a faulty internal component. A faulty u1 chip on the pcb caused the battery to fail the functional testing; this is an incidental finding and not related to the reported malfunction. Applicable risk documentation and past experience was considered; power switching events of screened batteries are most often attributed to a communication error between the controller and batteries. There are no known clinical or user related factors that could have contributed to this event. The manufacturer has opened an internal investigation to evaluate these types of issues. A voluntary field correction, fsca apr2014, was initiated on april 30, 2014 regarding all heartware® ventricular assist system batteries, product codes 1650 and 1650-de. The field correction provided patients and healthcare providers with information to recognize batteries with less than two hours of run time, reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management. Labeling language also will be clarified to align with the information contained in the fsca apr2014 correction notice. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from (B)(6) that this battery switches to a second battery when the first battery has greater than 25% capacity remaining. The facility removed the battery from service and provided the patient with a replacement device. There was no reported patient injury as a result of this complaint.